Event description:
It was reported that there was a patient death by intentional overdose. It was noted that the patient was suicidal and had depression. Additional information was requested.

Manufacturer narrative:
Concomitant products: product ID: 4351, serial# (B)(4), product type: lead. Product ID: 4351, serial# (B)(4), product type: lead. (B)(4).